Event description:
It is reported per the clinical complication report, a small calcar fracture occurred during initial surgery in 2008, which resulted in the add'l placement of a cable around the calcar.

Manufacturer narrative:
Eval summary: cause cannot be definitively determined. Eval: no prod was returned. Review of the device history records was also not possible as the prod and/or lot numbers required for retrieval were unavailable. It is not suspected that the prod failed to meet specifications. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.